Manufacturer narrative:
(B)(6).

Event description:
The customer reported that no airflow to the mask and overdue for pm. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted product support and requested for service repair. The unit has been evaluated. The parts were ordered that are required for bench repair, but are currently on backorder. The necessary repair will be completed once the part is received.

Manufacturer narrative:
The remote service engineer (rse) stated that the air flow test is out of specification - higher than tolerance. The o2 accuracy is out of specification, not reaching the 100% threshold. The remote service engineer (rse) stated that the issue was discovered during setup. The unit required bench repair.

Manufacturer narrative:
The field service engineer installed the following parts: flow sensor assembly, battery, and pm kit. Full performance verification and safety tests passed. The device operates as expected, and flow appears within specifications. The device is fit for service.